Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 800 mg/dl. A correction bolus was delivered and an insulin injection was administered to address bg. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Intravenous insulin/fluids were administered. Elevated bg/ dka were resolved. Customer alleged the pump was not delivering insulin properly. Customer declined tandem technical support¿s offer to perform a pump system check. Multiple follow up attempts were made to obtain hospital discharge date; however, customer did not respond.